Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the interstim therapy is helping with urinary frequency but they are still having some leakage. Patient reported on a scale of 1-10 they are at a 9 in terms of overall therapeutic effect (10 being the best). Patient also mentioned they are still kind of sore from the surgical procedure as they were just implanted on the 6th. Patient asked about therapy optimization and general theory and use of the external devices. Reviewed information and therapy expectations. Reviewed option to increase amplitude if patient can do so comfortably. Recommended patient speak with their physician regarding therapy optimization. Additional information was received from the patient. They reported that still feeling pain at ins site, like a jabbing pain and sensation. Patient said that this has been the case since date of implant. Patient contacted their healthcare provider (hcp) and was redirected to contact the manufacturer. When asked, patient said they hadn't had any falls or trauma. Patient said they had decreased the setting on current program as low as they could before they started noticing a return of symptoms. Reviewed options for patient to consider and patient decided to turn therapy off during the call and after a few minutes patient said they didn't feel any pulling or pain even when they walked. Patient to document and consider trying other programs starting a lower setting to determine if any discomfort occurs at ins site even at lowest settings on other programs. Patient to monitor and track and document results and based on results if they don't find a program that helps with both symptom control and doesn't cause pain then next step will be to schedule a device check and discussion with their hcp. Patient will stay on the program that provides symptom relief and no pain at ins site, if one is found. Additional information was received from the patient. They reported that the cause of the jabbing pain and sensation at the ins site was determined to be the setting was too high. The device was turned down and the issue was resolved.